Event description:
Pt underwent posterior spine fusion procedure with tsrh instrumentation on 12/18/92. On 5/13/94 tsrh instrumentation was removed and replaced. "Complete failure of fusion posteriorly at l5-s1 along with loosening of sacral pedicle screws."